Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. FDA no longer accepting asr reporting for this product at this time.

Event description:
The customer reported a problem with the information center ix speaker board, which has the potential to cause a loss of audible alarming. If alarms are expected to be provided at the central and are not provided audibly, there is a potential for a delay of response to a patient with a change in condition if staff are not continuously observing the information center ix display and are not immediately aware of alarms from any bedside in use. No patient harm was reported.